Event description:
Spontaneous called: (B)(6), coordinator for home health nurse stated pump is malfunctioning and a new pump is needed. No medication was opened so no add'l medication will need to be sent. States she was supposed to start infusion today but pump was malfunctioning. She had another home health nurse assist in troubleshooting the pump and is still did not work. No adverse effects noted. Serial number and expiration info was not provided. No other details known. Indication: myasthenia gravis without (acute) exacerbation. Dosing and frequency: infuse 35 gm (353 ml) intravenously daily for days 1-3, then 40gm (400ml) intravenously on day 4. Repeat once every 4 weeks (total per month is 145 grams over 4 consecutive days every 4 weeks). Reported to (B)(6) by health professional.